Event description:
It was reported that the spinal cord stimulation (scs) patient passed away in 2019. The patients death was not device related and the cause of death is unknown. The patient was fully explanted prior to his passing. No further information could be obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away in 2019. The patients death was not device related and the cause of death is unknown. The patient was fully explanted prior to his passing. No further information could be obtained.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.